Manufacturer narrative:
Document review: quadra h cementless femoral stem size 2 std ref. 01.12.022 / lot 135659 ((B)(4) stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing including washing and sterilization procedures. (B)(6) stems belonging to this lot have been already sold without any other similar incident. The x-rays have been analyzed by the (B)(4) director that confirmed the wrong choice of the implant by the surgeon, who likely implanted a size too small. From the data collected, there are no evidences that the event is device related.

Event description:
Ref importer report (B)(4).